Manufacturer narrative:
Product analysis: manufacturer's analysis could not confirm that the atrial wire would not connect to the external pulse generator (epg), but it was indicated that the output connector assembly was broken. It was also indicated that the display wires were pinched, and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial wire would not connect to the external pulse generator (epg). The epg was returned for service. There was no patient involvement.